Manufacturer narrative:
There is no indication of any system or component failure. Explant took place due to MRI conditionality only.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022. In 2024 the patient informed a nalu representative that an MRI was required and thus an explant of the nalu system was being requested. On (B)(6) 2024 a full system explant was performed to allow the patient to move forward with the MRI testing.